Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: insertion handle for suprapatellar was received at us customer quality (cq). Upon visual inspection at cq, it is observed that there is no physical damage except normal wear consistent with the use which would not impact the complaint condition. The broken threaded tip of the driving cap (03.010.475) was stuck in the insertion handle hole. Thus, the reported broken condition cannot be confirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection cannot be performed at customer quality (cq) as the relevant features of the device are inaccessible. Document/specification review: the respective drawings were reviewed during the investigation: no design issues or discrepancies were noted during the investigation. Complaint confirmed? No. The reported broken condition cannot be confirmed. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The broken threaded tip of the driving cap (03.010.475) was stuck in insertion handle and unable to disassemble, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap connected to insertion handle contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.440. Lot: 160498-201. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 25 april 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was received 10/2/2019, however this is not the final destination. Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the insertion handle and driving cap were discovered to have a broken pieces. The issue was noticed after the reported devices were taken out from the box. There were no patient and surgical involvement. This complaint involves one (1) insertion handle for suprapatellar. This is report 1 of 2 for (B)(4).